Manufacturer narrative:
Philips has investigated this complaint. During the course of the investigation, it was confirmed that the examination was able to be completed successfully. A philips field service engineer (fse) inspected the system onsite and was unable to reproduce the reported failure. The system was tested in full and no failure was identified, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received confirming that the issue did not impact the procedure and has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wireless foot switch would only produce singe shot images. There was no reported patient or user harm. Philips has started an investigation of this complaint.